Event description:
The technician reported the brakes are not holding and there is no steer lock and the bed is hard to steer. No pt injury reported.

Manufacturer narrative:
The technician found the head brake casters, the right foot brake caster and the brake steer caster are not engaging in brake mode due to wear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair is necessary. The technician the head brake casters, the right foot brake caster and the brake steer caster to resolve the issue. Based on this info, no further action is required.